Event description:
The customer received an abbott product info letter regarding a new lot of microparticles being used to manufacture imx tacrolimus ii reagent lots. The customer performed patient correlation studies between the old and new reagent lots and stated they noted up to a 50% downward shift in results, which is lower than what is stated in the product information letter regarding potential shifts in bio-rad qc results.

Manufacturer narrative:
The customer is continuing to run correlation studies and will be sending the data to abbott for further review. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.